Event description:
The physician placed a 9f balloon guide catheter hooked to the rhv then attempted to place a psc054 through the guide catheter. When the physician went to clamp the ring on the rhv down on the catheter, it kinked the psc054. The physician thought he may have kinked the catheter and pulled another psc054 only to have the same problem happen again. The physician felt that the nut on the end of the rhv was not closing and tightening down on the catheter evenly. A new rhv was selected and a new psc054 which worked well. The physician then attempted to insert a psc032 through the psc054 and the psc032 would not advance. The physician wet down both the psc032 and the psc054 again and tried to advance, again without success. The physician pulled a new psc032 and it advanced smoothly through the psc054. This MDR is associated with mdr3005168196-2010-00614 and mdr3005168196-2010-00615.

Manufacturer narrative:
Device investigation: a flat spot begins 28.5 cm from the hub/shaft junction and continues to 125 cm from that junction. Prior to the start of the ovalization (25 cm from the hub) the diameter of catheter is between 0.0552" and 0.0542". At 30 cm, the major axis measures 0.0671" and the minor axis measures 0.0423". About 25 cm from the tip, the major axis measure 0.0575" and the minor axis measures 0.0461". All measurements were made with a non-contact laser micrometer. In order to test for the presence of hydrophilic coating we clamped the catheter, wetted with tap water, between gloved fingers, and ran the fingers along the length of the catheter. There was a significant difference between the force required to slide the fingers along the proximal and distal ends of the catheter, indicating the presence of the coating on the distal section. To confirm this, the coating adherence and length (stain) test was performed and the pressure of coating was confirmed. A 0.032" mandrel was introduced into the hub and advanced to the beginning of the flattening. It could not be advanced any further. The catheter is non functional. Conclusion: the flattening of the catheters made insertion into the 054 catheter impossible and is the root cause of the complaint. The cause of the flattening cannot be determined. The manufacturing records for this lots were reviewed and did not reveal any discrepancies, quality, or design concerns.